Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented to the hospital for a follow-up after experiencing some light headedness. Upon examination of the right ventricular (rv) lead, it was noted that the lead was not capturing. Chest x ray was performed which did not reveal any dislodgement. The physician explanted and replaced the rv lead on (B)(6) 2021. The patient was in stable condition.